Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of large bilateral pulmonary embolism, bilateral lower extremity deep vein thrombosis and right lower lobe lung nodule. At the time of the index procedure the patient had a recent left lower leg surgery and was suffering from shortness of breath.  The filter was successfully placed in the distal inferior vena cava (ivc) below the take-off of the renal veins and above the bifurcation. There were no complications.  Additional information received per the patient profile form (ppf) states that the filter is embedded in the wall of the inferior vena cava (ivc) and the device is unable to be retrieved. The patient had a unsuccessful percutaneous removal procedure approximately six months after the index procedure. The patient has also experienced anxiety, psychological issues, confusion, irregular heartbeat, light-headedness, nausea and right leg pain. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of large bilateral pulmonary embolism (pe), bilateral lower extremity deep vein thrombosis (dvt) and right lower lobe lung nodule. The patient also had a recent history of left lower leg surgery and developed shortness of breath. The filter was implanted in the distal inferior vena cava (ivc) below the renal veins and above the bifurcations without complications. Approximately six months after the filter implantation, the patient became aware that the filter was embedded in the wall of the ivc. The patient underwent an unsuccessful percutaneous attempt to retrieve the filter. The patient further reported having experienced anxiety, psychological issues, confusion and right leg pain. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately six months after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently became embedded and failed to be removed. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural details or post implant images to review the reported retrieval difficulty could not be confirmed or further clarified. Given the limited information available for review, a relation between the device and the event could not be determined. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited the filter embedment and failed removal. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.